Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead impedance decreased, and the unipolar impedance was found to be higher than the bipolar impedance. The doctor decided to monitor the lead performance, and the lead remains in use. No patient complications have been reported as a result of this event.